Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of a tecnis intraocular lens (iol) was bent while inserting into the patient's left (os) eye. Lens was removed and replaced with a back up lens during the same procedure. The replacement lens is of same model and diopter. Reportedly, the patient doing fine post-operation. No additional information provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: return to manufacturer: 2/26/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal and replacement. Furthermore, haptic damage was observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was confirmed, however this can be attributed to handling and cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.